Event description:
Ok - after laparoscopic surgery - ovary/tube and lysis of scar tissue - 2007. I developed chronic severe pain about 3 to 4cm from my belly button, with gut-wrenching nausea. My pc doctor ordered a CT and it showed that in addition to an umbilical hernia, which I had for a long time -without problems- I had developed a small hernia in a vertical scar in my abdomen. -the scar was from a gallbladder surgery 23 years prior- I was sent to a local surgeon, and it was decided that he would repair my hernias and insert mesh patches and repair both hernias. Although the surgery went well and I healed very nicely, after about 8 weeks, I began to again have severe chronic pain in my abdomen where the upper patch was. I reported to my surgeon several times and had a couple CT's and even went to a gastroenteritis to rule out stomach issues, nothing was determined to be causing me the level of pain and illness I was having in my abdomen. After about 9 months, in 2008, I again had a surgery on the upper hernia to see if there was a problem and to replace the mesh that was there. Again, the surgery and recovery went fairly well, except that I developed a seroma. Subsequently, I had to go to the surgeons office approx 22-25 times for seroma aspirations. I followed up twice with my surgeon, beginning in 2009, for the same type pain that had initially brought me to his office. Today six months later, I am in the worst pain imaginable, I feel constant nausea beyond belief, my abdomen distends and I look about 7 months pregnant. I do not know what the exact cause of the pain and illness that I feel is, but I can guarantee that it is some how related to the insertion of the patches. Needless to say my quality of life is so compromised by the continued pain and sickness, and I have no incision idea what to do or where to go for help. I can tell you that after having had the gallbladder incision for 20 plus years and not having any pain or problems with just the scar, I find it odd that it wasn't until I had the meshes inserted that I have been ill and living a nightmare with the pain. I believe that ultimately the insertion of the patches for whatever reason is the problem. I do not know the exact type of patches used, but do know my umbilical patch is some type of composix and the upper patch is a proceed. Dose or amount: na.